Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 07/01/2015. The fse confirmed the leak from tubing at pinch valve pv49. The tubing was replaced to resolve the leak. The repairs were verified per established service procedures. (B)(6).

Event description:
The customer reported a fluid leak during instrument startup on a coulter lh 500 hematology analyzer. The fluid was observed on top of the plastic cover over the laser. The leak was not contained within the instrument. The customer could not identify the source of the leak and a service visit was requested. The customer was wearing personal protective equipment (ppe) consisting of goggles, gloves and a lab coat at the time of the occurrence. There was no report of injury or exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.